Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.

Event description:
It was reported that the implantable pulse generator (ipg) was not holding a charge well and was taking longer to charge. It was noted that the way the patient's skin was angled when standing, affected the connection between the ipg and charging puck. The physician reviewed an x ray and determined to replace ipg for the patient to get effective stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6.